Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported no longer being able to establish communication between her scs ipg and external devices after not using the system for a "couple of months" (date of event is unknown). A replacement charging system was attempted to no avail. An sjm representative confirmed the scs ipg was inoperable. As a result, the scs ipg was explanted and replaced with a different model. Effective stimulation was restored with the surgical intervention.